Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced posterior vaginal wall prolapse, recurrent enterocele, rectocele, and vaginal apical scar. Furthermore, it was reported that the plaintiff died. The cause of death reported were aortic dissection, hypertension, and atherosclerosis. Related to manufacturer report #: 2183959-2015-60255, related to manufacturer report #: 2183959-2015-60135.